Event description:
Procedure: lobectomy. According to the reporter: while firing over lung, the handle was stiff and the instrument stopped firing at half way. Then, the clamp cover broke off into the cavity. The instrument was removed by force and the clamp cover was retrieved from the cavity. Additional tissue was resected with another sulu. Bleeding was reported as under 200cc.

Manufacturer narrative:
Initial report sent to FDA on 11/20/08.